Event description:
The following has been reported: nurse reported: rn went to spike 2 grams of mag with tubing. The part of the tubing that connects to the secondary tubing was missing the light blue hub and started leaking. New tubing and medication bag obtained to be administered. A preliminary review identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture available for analysis. Note: without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. Customer complaint cannot be confirmed. The most probable root cause of the reported incident is associated with a manufacturing assembly error related to the lack of solvent application during the bonding process. The operator did not perform the joining operation correctly, which resulted in the k-zero component not being properly attached and becoming missing from the assembly. This failure mode is being investigated under an internal action. Current process controls detection: -post sterilization sampling final inspection. -100% visual inspection related to separated components during the manufacturing process and final physical inspections the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. Code no.: set-0032-25. Batch no.: fa25e06148. Exception generated: the batch record fa25e06148 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. Quality test results: the finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.